Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that there was clogging during visco elastic material removal (in visco mode) post intra ocular lens implantation during cataract surgery (with intra ocular lens implantation) resulting in a failure of aspiration. The procedure was completed on the same day. There was no impact to the patient.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Corrected information provided in one turbid fluidics management system (fms) in the tray was visually inspected and no obvious defects were observed. The drain bags were detached from the drain bag tape on the cover of the cassette due to saturation. The drain bag tape was securely adhered on the cover. Both irrigation and aspiration luers were intact. Flare shape was observed in the blue socket fitting at the aspiration tubing insertion end. The products were tested using the console with the current software procedure. The product could be recognized by the console. The products primed and tuned with the handpiece and the 0.9 milli meter aspiration bypass system tip and infusion sleeve from the lab stock, successfully and the service data could be retrieved. No system message code displayed on console screen and no occlusion found. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the balanced salt solution bottle through the irrigation path continuously, no fluidic anomalies were observed. No occlusion or obstruction was identified during inspection and functional testing. It was unable to replicate the customer's experience during laboratory evaluation. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. No contributing factors could be identified that could cause the customer¿s experience. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).